Manufacturer narrative:
Added information to section a1 (patient identifier), b5 (describe event or problem), d1 (brand name), d4 (model number), d6 (d6a. If implanted, give date), g4 (PMA/510(k) number), h6 (device code(s)), h6 (investigation findings) and h6 (investigations conclusions) h10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors, including patient age at the time of the implant and implant location likely caused or contributed.

Event description:
Through the review of the medical article "mid to long-term echocardiographic follow-up of patients undergoing transcatheter tricuspid valve-in- valve replacement for degenerated bioprosthetic valves: first single- center report from iran" , the following event was identified as pertaining to an edwards device: a 33-year-old male patient with a valve model 6900p29c implanted in the tricuspid position underwent valve-in-valve procedure due to degeneration leading to severe transvalvular regurgitation after an implant duration of three (3) years and eight (8) months. As reported, evaluation showed thickened leaflets with poor coaptation as well as partial flail of one of the leaflets. Echocardiogram performed before the reintervention showed atrial fibrillation and a gradient of 43 mm hg. Patient presented to the healthcare facility with nyha class iii-IV, atrial fibrillation, right heart symptoms, right ventricle dilation, some degree of right ventricular dysfunction and pericardial effusion. A 29mm transcatheter edwards valve was successfully implanted within the surgical valve.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The date of the event is unknown; however, the article was received for publication on 12 mar 2022. Therefore, the date the article was received for publication was used as the occurrence date. Article citation: sahebjam m, haji zeinali a, abbasi k, borjian s. Mid to long-term echocardiographic follow-up of patients undergoing transcatheter tricuspid valve-in-valve replacement for degenerated bioprosthetic valves: first single-center report from iran. J teh univ heart ctr 2022;17(3):112-118. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of the medical article "mid to long-term echocardiographic follow-up of patients undergoing transcatheter tricuspid valve-in- valve replacement for degenerated bioprosthetic valves: first single-center report from iran," the following event was identified as pertaining to an edwards device: a 33-year-old male patient with a 29 mm perimount valve implanted in the tricuspid position underwent valve-in-valve procedure due to degeneration leading to severe regurgitation after an implant duration of approximately four (4) years. Echocardiogram performed before the reintervention showed atrial fibrillation and a gradient of 43 mm hg. Patient presented with nyha class iii-IV before the procedure. A 29mm transcatheter edwards valve was successfully implanted within the surgical valve.